Manufacturer narrative:
The actual device was received for evaluation. The visual inspection of the actual sample showed the product wet and it was observed that the dialysate port was partly broken off. The broken dialysate port show a stress mark on the top of the port. The reported condition was verified. The cause of the crack is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of theranova 400 had an external fluid leak at the end of the unit. There was no patient involved. No additional information is available.